Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the number of high channels is increasing. Currently 3 channels are available.

Event description:
It was reported that the number of high channels is increasing. Currently 3 channels are available. The recipient has been re-implanted. 10 channels were found extra-cochlear at explantation.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, the active electrode migrated out of the cochlea. Further a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
According to the information received, the device is not providing satisfactory benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Further a complete insertion was not achieved at implantation surgery with one channel remaining extra-cochlear. Re-implantation is planned in (B)(6) 2024.

Event description:
It was reported that the number of high channels is increasing. Currently 3 channels are available. Re-implantation is scheduled for (B)(6) 2024.